Manufacturer narrative:
This report will be updated if additional information becomes available.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead reportedly experienced a syncopal episode. There was no evidence of oversensing found in the logbook upon review. A request for additional information has been sent.